Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing; the lead was capped and replaced. The patient tolerated the procedure well and was fine.